Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient had a bard/davol ventrio hernia patch, reference number 0010212, lot number huxj1449 implanted to repair a ventral hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 10 months post implant of ventrio mesh, patient was diagnosed with infection, granulation, impaired wound healing, wound debridement thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (on b)(6) 2014: the patient had a bard/davol ventrio hernia patch, reference number 0010212, lot number huxj1449 implanted to repair a ventral hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with complex symptomatic supraumbilical and infraumbilical hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, ¿the fascia between infra and supraumbilical hernia was divided and hernia sac was reduced. The omental adhesions and small bowel adhesions in the infraumbilical hernia were removed. A ventrio mesh was placed and sutured.¿ on (B)(6) 2015 - patient was diagnosed with infected mesh and non-healing abdominal wound thereby underwent wound debridement. Per operative notes, ¿the wound was opened and found disrupted granulation tissue over the mesh. The mesh found clinically infected that requires removal surgery.¿ on (B)(6) 2015 - patient was diagnosed with infection and open abdominal wall wound thereby underwent open repair with mesh removal. Per operative notes, ¿the mesh found exposed was easily removed from its attachments. The intact fascia given the existence of infected mesh. Then, the wound debrided, irrigated followed with wound vac placement. Attorney alleges that the patient had abscess, infection and pain.